Event description:
It was reported that during the implant procedure, the atrial lead dislodged into the vena cava three times and the helix was damaged. The lead was not used. A new lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.